Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file confirmed software error detected alarm due to software error. No drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm noted during testing. Fault number: software error (53). Line number = 5632. File number = 2005.

Event description:
The customer reported via phone call that their device has multiple pump errors. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 166 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.